Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery discharged alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Customer was not able to complete rewind. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.